Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device dislocation ('device migration'), device breakage ('device breakage') and genital haemorrhage ('general abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain") and fatigue ("fatigue"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, device dislocation and device breakage outcome was unknown and the pelvic pain, genital haemorrhage, back pain, abdominal pain and fatigue had resolved. The reporter considered abdominal pain, back pain, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-sep-2019: quality safety evaluation of product technical complaint.device migration, device breakage become an incident event (ppc added). Seriousness added for genital haemorrhage (med signi). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device dislocation ('device migration/migration of essure device location of device: ovary'), embedded device ('first removal piece was lodged in ovary'), device breakage ('device breakage/left in during first surgery piece was lodged in ovary') and genital haemorrhage ('general abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), arthralgia ("joint pain") and adnexa uteri pain ("ovary pain"). The patient was treated with surgery (hysterectomy (full), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, embedded device, device breakage, vaginal haemorrhage, menorrhagia, arthralgia and adnexa uteri pain outcome was unknown and the pelvic pain, genital haemorrhage, back pain, abdominal pain and fatigue had resolved. The reporter considered abdominal pain, adnexa uteri pain, arthralgia, back pain, device breakage, device dislocation, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test done. Result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs received. Lab data added. Event: abnormal bleeding (vaginal), menorrhagia, joint pain, ovary pain, first removal piece was lodged in ovary added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation ("device migration"), device breakage ("device breakage"), pelvic pain ("pelvic pain"), genital haemorrhage ("general abnormal bleeding"), back pain ("back pain"), abdominal pain ("abdominal pain") and fatigue ("fatigue"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation and device breakage outcome was unknown and the pelvic pain, genital haemorrhage, back pain, abdominal pain and fatigue had resolved. The reporter considered abdominal pain, back pain, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : new events, "back, pelvic, abdominal pain, gen. Abnormal bleed, breakage, migration, fallopian tube perforation, fatigue " were added. Outcome of events, "pain, bleeding, other" were changed to "recovered/resolved". New reporter contact information was added. Patient's information and demographics were added. Product information was added. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.